Event description:
It was reported that during an implant procedure, the guidewire could not navigate through the s-shaped of the left ventricle (lv) lead and the physician elected to not use the lv lead. A new lead was used and consequently, the procedure was ultimately aborted due to tortuosity of the patient's target vessels. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were the guidewire could not navigate through the s-shaped of the left ventricle (lv) lead, penetration of guidewire from the body and tortuosity of the patient's target vessels were confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Final analysis found visual examination found offset of the inner coil and lead body insulation perforated at the distal region consistent with procedural damage. The cause of the reported events of guidewire could not navigate through the s-shaped and penetration of guidewire from the body was due to offset inner coil and lead body insulation perforated by guidewire consistent with procedural damage. The s-curve height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.